Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The caller reported that they were assisting the customer to upload the insulin pump to carelink personal but they received a communication failure. The insulin pump failed again after they disconnected and reconnected the meter. In the alarm history there were external error, unexpected restart, and displayable history check failed on startup alarms. Customer's blood glucose level was not reported. The device was not returned.